Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that on the first day following an intraocular lens (iol) implant procedure, the patient developed corneal opacity and the visual acuity was 0.1. It seemed to be endophthalmitis. After medicinal treatment, the visual acuity was 0.7. The iol remains implanted. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that on the first postoperative day corneal edema and anterior chamber cells were observed. There was no bacteriological testing performed. The patient was treated with steroids, antibiotics and non-steroidal anti-inflammatory medication. The symptoms have improved. The reporter indicated that the event is non-infectious. Steroid drug was effective and tass (toxic anterior segment syndrome) was suspected from the clinical findings.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).